Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that there were episodes of noise. Ts recommended to have the patient seen in clinic for further evaluation. This device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).